Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead was found to be dislodged when it was implanted, which was confirmed by chest x-ray. As a result, the atrial lead was not used and replaced during the same procedure. The patient remained stable throughout the procedure.